Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the first clip scissored, the second clip fell off the gall bladder side, the fourth and fifth clips fell off as well. The surgeon inspected the clips and was not satisfied with how the seventh clip was secured on the tissue so it was removed. An different device was used to complete the procedure. No adverse consequences reported.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation.(B)(6).